Manufacturer narrative:
Pc-(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. During the procedure, the suture was detached from the needle. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/27/2018. Evaluation: a labeled winding former, a dispensed suture and a detached needle of product were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected; however, the barrel hole of the needle was observed to have damage (crushed) and marks on the edge needle that appear to be by use of a surgical instrument. The end of the suture was found to be cut and damaged. This condition caused the needle to be separated from the suture. The DHR review could not be conducted, because the batch number of the complaint is unknown. Per the condition of the sample received, the assignable cause of the suture needle pull off is improper handling.